Manufacturer narrative:
Manufacturer's investigation conclusion: numerous driveline fault alarms were confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2020 at 20:58:29 to (B)(6) 2021 at 10:32:49, per the timestamp. A total of 239 yellow wrench advisory alarms associated with driveline faults were captured throughout the log file. No other notable alarms were captured. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined. The account communicated that the cause of the driveline fault alarms was not identified, and the patient was asymptomatic at the time of the alarms. The patient was listed for a heart transplant and remains ongoing on (B)(6) at this time. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's log file contained driveline fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline fault alarms were confirmed via the submitted log file data. The submitted log file contained events spanning from (B)(6) 2020 to (B)(6) 2021. A total of 239 yellow wrench advisory alarms associated with driveline faults were captured throughout the log file. No other notable alarms were captured. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined. The account communicated that the cause of the driveline fault alarms was not identified, and the patient was asymptomatic at the time of the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. C) also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.